Event description:
The device was implanted in 2003. In 7/2003, the facility's rn, clinical dept manager contacted the manufacturer's (MFR.) Rep to inform the MFR. She would be faxing a medwatch report to them regarding a pt that had expired in 7/2003. The medwatch report states that in 2003, the pt was sent to the hosp ER post dialysis and post vancomycin treatment due to a temperature pre-treatment of 101 degrees, and post-treatment temperature was 100.6 degrees. The pt also had diarrhea. The pt was admitted to the hosp post ER visit. In 7/2003, the pt expired after continued antibiotic therapy. Blood cultures taken at the dialysis treatment enter = + staph aureus. The facility's rn stated that she was not sure which hosp the pt was sent to. On 8/21/2003, the risk manager at the hosp where the pt was sent to informed the MFR.'s rep that she was unable to provide info to the MFR. She recommended that the MFR.'s rep contact the health info managment dept at the facility for additional info and requirements for release of info regarding this event. The MFR. Is in the process of attempting to obtain additional info surrounding this incident. No further details are available at this time.